Event description:
A customer contacted global technical services regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the caregiver (cg) to push in bag spikes and turn. The cg stated that when she pushed in the bag spike, it popped like the seal had just broken. On (B)(6) 2010 product surveillance spoke with the hp's wife who stated she spikes the bags by hand and did not have the spike in all the way. No additional information is available at this time.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) service engineer in our us office that the base of an (B)(4) cosycot infant warmer was leaning towards one side. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by an improper setup of the supply bag. A batch review was performed and no issues were noted. Possible use errors and instructions for use are addressed in the homechoice apd systems patient at-home guide. Patients are instructed when and how to properly connect the solution bags. This review found the labeling adequate for the potential use error in the complaint. This incident was resolved over the phone using the current label copy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).